Event description:
Physician attempted to dilate urethra. Filiform and followers used to bypass and dilate urethral stricture. Filiform broken and retained in the urethra. Pathology report shows 29 cm long segment of plastic wire with MFR's label.